Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have the left ventricular automatic threshold (lvat) test in programmed amplitude or suspended mode. Boston scientific technical services (ts) was consulted and loss of capture (loc) was suspected on the left ventricular (lv) lead. The lv lead also noted to exhibit a 400 ohms decrease on impedance measurements. Additionally, the right ventricular (rv) lead was noted to exhibit low amplitude and high capture thresholds. Ts recommended further evaluation. No adverse patient effects were reported. At this time, this device system remains in service.